Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2021. The patient stated because of the inaccuracies, he has been under dosing insulin. The patient reported being hospitalized twice as a result of inaccurate cgm values, the patient confirmed the hospitalizations occurred in (B)(6) 2021 and (B)(6) 2021. This report is for the (B)(6) 2021 event. The patient was admitted to the hospital for diabetic ketoacidosis (dka), treated with IV insulin and fluids and was released after an unspecified amount of time. The cgm and bg documented at the time of the initial report were cgm 52 mg/dl and a bg of 321 mg/dl. The patient confirmed that he has discontinued the use of the dexcom system.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data.the reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.